Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and 2 vela suprarenal device in 2016. Endologix was made aware of an endoleak type iiib and reline with a non-endologix device from a non-endologix sales representative. The physician informed endologix that the patient expired three (3) hours post treatment due to compartment syndrome from blood in the belly.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported aortic rupture, secondary endovascular procedure and type iiib endoleak of the main body. Clinical evaluation was unable to confirm the reported event death three hours post the repair and cause of death. The most likely cause of the compromised stent graft integrity (breached) of the main body and proximal loss of seal could not be determined due to the lack of medical information surrounding the initial implant procedure and the secondary endovascular procedure. Reportedly, procedure related harms included the death of the patient three hours post the successful secondary repair procedure due to compartmental syndrome. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.